Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had the watchman closure device implanted and at an unknown date the patient experienced a cerebral vascular accident. No further information is available at this time.

Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.